Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Absence of incriminated sample for investigation (sample asked but not received). Absence of further information from the clinic involved. Incident still under investigation. A follow up report will be established and forwarded to the FDA.